Event description:
It was reported noise was observed on the right ventricular lead via merlin transmission. The rv noise is associated with the ra noise. The lead noise caused multiple inappropriate ventricular tachycardia and ventricular fibrillation detection episodes. Tech services discussed isometric testing and determining if any source of emi was present. The device remains implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.